Event description:
A discordant, falsely elevated advia centaur xp result for troponin ultra (tni ul) was obtained on one patient sample. The same sample was tested on the advia centaur and a lower tni ul value was obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. The fse replaced the aspirate 3 pinch valve and tubing, verified fluidics, calibrated and ran qc, and ordered a new separation manifold. The cause of the falsely elevated tni ul result is unknown. The system is running within specification. No further evaluation of the device is necessary.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer to evaluate the event. The cause of the event is unknown at this time. This incident is currently under investigation.

Event description:
A discordant, falsely elevated advia centaur xp result for troponin ultra (tni ul) was obtained on one patient sample. The same sample was tested on the advia centaur and a lower tni ul value was obtained. There are no known reports of adverse health consequences or patient intervention due to the discordant tni ul result.